Event description:
Customer reported falling down and breaking his insulin pump. Customer's blood glucose is 121 mg/dl. The device's screen is blank and bleeding. The buttons are unresponsive. Customer does not think the device is delivering insulin. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on display window noted during visual inspection. Insulin pump had a cracked and bleeding lcd glass noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).